Event description:
It was reported that the user¿s ilet issued persistent high glucose alerts following a supply change, with blood glucose reaching 387 mg/dl and remaining above 180 mg/dl for approximately two hours. The user reported consuming a late snack and did not announce a meal. No device malfunction was confirmed. Symptoms included hyperglycemia without reported ketones or acute complications. No medical intervention, hospitalization, or assistance from others was required. Follow-up was conducted, and user education was provided regarding the importance of meal announcements and allowing the automated system to deliver correction dosing. An investigation included agent follow-up and review of the reported use patterns. The investigation revealed user-related factors, including a missed meal announcement and recent carbohydrate intake, with the device functioning and alerting as designed. Based on previously established findings for similar reports, it was concluded that the cause was user-related use error associated with a missed meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.